Event description:
A 28mm x 16mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft was inserted into an excessively tortuous iliac artery, advanced to the aorta, and implanted to exclude an abdominal aortic aneurysm. The severe tortuosity of the iliac artery and the neck length of 1.5cm made it difficult to advance and place the stent graft. As a result, an attempt was made to place a 28mm diameter x 3.75cm length medtronic aneurx extender cuff stent graft at the superior end of the bifurcated stent graft. However, the distal end of the cuff extended into the iliac limb of the bifurcated stent graft and occluded the blood flow through the graft. Subsequently, the pt was converted to open bypass surgery and is doing well. There were no additional clinical sequelae reported relative to the event. Separate medwatch reports have been filed for each device involved in this event.